Manufacturer narrative:
The company representative observed green artifact moving in a vertical direction from the top to the bottom of the screen. He replaced the coiled cable (part number 0012-00-0422) and the pcb color video receiver (part number 0670-00-0736). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp showed artifact on the screen during power up. The iabp was replaced and therapy was initiated. No patient injury was reported.